Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that the device was found unable to generate and control negative pressure. No patient was involved because this was found during service and repair. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported housing damage. The functional evaluation confirmed the device was unable to generate or control negative pressure, establishing a relationship between the device and the reported event. The root cause was identified as a defective vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.